Manufacturer narrative:
The customer's report was observed during review of the device logs. However, the device was put through extensive testing including all functional testing without duplicating the report. The manifold assembly will be replaced as a precaution. The device will be recertified and returned to the customer once the repair estimate has been approved. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "compressor fault- 2001" error message. Complainant indicated that there was no patient involvement in the reported malfunction.